Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The evaluation revealed the target device to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 10 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation, no material, design or manufacturing related issues were found. The functional inspection revealed the distal holes and the 125° proximal hole were not passed without nail contact due to cracks in the peek material and damages on the cfr-material / metal nail adapter. The cracks, hammer signs and discoloured printings are the result of a long term usage combined by misuse. The usage of the ¿new¿ drill guide sleeve 1320-0215 (improved drill guiding feature) instead of 1806-0215 may ease the distal locking procedure. Regarding misdrilling the operative technique has already been modified. However, the IFU contains that the target device shall be checked regarding its functionality prior every surgery. During this check a mistargeting would have been detected by the user. No non-conformity identified.

Event description:
During distal locking surgeon reported that the targeting device failed to properly align the drill to the hole in the gamma nail.

Event description:
During distal locking surgeon reported that the targeting device failed to properly align the drill to the hole in the gamma nail.